Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a (B)(6) female with a history of venous thromboembolism in the left caudal cfv, one into the mid-caudal eiv and cranial cfv and one into the cranial- caudal civ and cranial eiv. Approx 6 months post index procedure the patient suffered pain and edema and venous occlusion/ thrombosis within the stented segment was reported. The patient was treated with medication and a tvr was performed using two protégé stents to treat thrombus aspiration. Ultrasound showed venous occlusion/thrombosis within the previously stented area and superficial femoral vein (sfv). The event is unresolved.

Manufacturer narrative:
Ultrasound showed occlusion of the superficial femoral vein stent remains 6 months post implant. If information is provided in the future, a supplemental report will be issued.